Event description:
It was reported that we were called in for a revision of a cemented stem. We did not know until the stem was out that it was an exeter stem, initially, surgeon planned to leave it in due to it still being well fixed. Cemented exeter cup was removed as well. As soon as new cup was implanted, stem began to toggle and was removed.

Manufacturer narrative:
Catalog number and lot code were not provided. The device was reported as an unknown exeter cup. Additional information has been requested and if received, will be provided in the supplemental report. (B)(4).

Manufacturer narrative:
No device evaluation, history review or complaint history was performed as no devices were received or identified. Medical records revealed issue with revision of exeter revision stem and cup in an obese (B)(6) male patient an unknown time after index arthroplasty which was already a revision for a previously failed device. Although the patient had some obesity, such a moderate degree of obesity would not play an important role in the failure scenario. Very thick cement mantles around both cup and stem with radiolucent lines around stem and cup and migration of both components that were clearly unstable in the bone. Cup replaced at revision with a tritanium shell while stem was replaced with a non-stryker device, an s-rom modular revision device. No bone grafting was performed at this time. Some remaining bone cement around the distal section of the cementless stem. No explants available for analysis. All the failure characteristics of both stem and cup failure point to cement technique as root cause of failure. The investigation concluded that the root cause of this cup loosening was related to the cement technique as per the clinical review which notes that cement technique is the primary responsibility of the surgeon, this aspect of the failure scenario is fully procedure-related with no patient-related or device-related aspects at all. The reported event regarding stem loosening involving an exeter device was confirmed.

Event description:
It was reported that we were called in for a revision of a cemented stem. We did not know until the stem was out that it was an exeter stem, initially, surgeon planned to leave it in due to it still being well fixed. Cemented exeter cup was removed as well. As soon as new cup was implanted, stem began to toggle and was removed.